Manufacturer narrative:
Fault number = hardware error alarm (63), line number = 367, file number = 37, variable information = 03 00 00 00 00 00 00 00 00 3c. Insulin pump passed displacement test. Unit was received with pump error 63 alarm (variable information=3) during self-test and confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. Customer's blood glucose level was 135 mg/dl. Customer was able to successfully clear the alarm and also able to complete insulin pump rewind. Self test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.